Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultramini meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) 2012. The patient reported using self adjusting insulin to manage her diabetes. The patient reported she normally tests more than 4 times a day and gives herself 3 or more injections per day. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported in (B)(6) 2012, she felt 'sweaty, and nearly passing out.' The patient reported in (B)(6) 2012 she was given IV glucose and a reading of 'nearly 500mg/dl' was obtained on an ER/ hospital meter. It is unclear if the reported reading was taken before or after IV glucose was administered. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. When the cca educated the patient about the meter's behavior and the auto shut off function, the alleged issue was not resolved. The cca determined the subject meter battery had to be replaced, however the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged issue, she was unable to test her blood glucose and developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.